Manufacturer narrative:
One certain® universal ratchet extension implant driver (long) (ire200u) was returned for investigation. Visual inspection of the as returned product identified wear about driver tip. There were no confirmed signs of damage. Functional testing was performed for the returned product and it was determined that the driver assembled and disengaged with the implant as normal. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 (universal) and was removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA /hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no negative trends or corrective actions for the reported events (damaged drive feature + stuck components) or product (ire200u). Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant placement the driver (ire200u) got stuck in the implant. Implant was removed and another one was placed during the same initial procedure. No significant delay was reported.